Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided. According to the information received: "suture breakage. It was reported that during the surgery, when tightened the suture, the suture was broken off (as the attached photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided." The product was not returned to depuy synthes, however a photo provided for evaluation. Visual inspection of the returned photo found only a image of the sutures detached from the device with traces of being broken and frayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the findings, the potential cause for the device observed condition could be traced to procedural variables such as handling of the device or product interaction during procedure and over-tensioning of the suture. As per IFU-109363, 1) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. 2) use the sutures provided for soft tissue fixation. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-109363 device history lot product code: 210813 lot no: 105lat there was no non-conformance regarding this lot. Manufacturing date: 08-jan-2025 expiration date: 31-dec-2027 device history batch: null device history review{ product code: 210813.

Event description:
Suture breakage. It was reported that during the surgery, when tightened the suture, the suture was broken off (as the attached photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the sutures detached from the inserter with traces of being broken and frayed. The anchor and the handle cap were not returned for evaluation. No other anomalies were noted. The overall complaint was confirmed as the observed condition of gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the findings, the potential cause for the device observed condition is traced to over-tensioning of the suture. As per the instructions for use (IFU); 1) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. 2) use the sutures provided for soft tissue fixation. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.